Event description:
A 1.5mm x 15mm sprinter rx dilatation balloon catheter was used to pre-dilate an lad lesion. The lesion morphology was reported to be severely tortuous with moderate calcification and 85% stenosis. It was reported that the balloon was advanced through a previously deployed stent to the intended lesion site. It was reported upon the second inflation of the balloon, the balloon ruptured at a pressure of 16 atmospheres. The balloon was successfully removed from the pt as one unit. The lesion was then successfully dilated with another MFR's balloon. The user facility discarded the device, and there are no fimls available for this case. No add'l sequelae were reported and the pt is reported to be fine. Please note that this device (spr1515x / lot# unk) is distributed outside the united states; however, it is similar to the united states distributed product.

Manufacturer narrative:
Conclusions: device related to user handling (taken above rated burst of 12 atms). Device failure/lack of effectiveness related to pt condition (severe tortuosity with moderate calcification).